Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. PMA/510(k)# of 'similar device: k121430. On evaluation of the returned device, it was noted that the lockwire was not present and was not returned with the device. There was crumpling in the coil in the clear section of the flexor/sheath, approximately 133mm from the flexor tip. The research & development engineer commented that the crumpling was caused by recapturing of the stent. Approximately 4mm of the stent had been deployed. The kink was straightened but actuation of the device was not possible. The device was dismantled. It was observed that the sheath tube flare had come out of the shuttle to shuttle cap. The stent was manually deployed and it was felt to be heavy doing so. No issues were noted with the stent. The research & development engineer commented that it was not the norm for the lockwire to be removed when they had only 4mm of the stent deployed. It is possible that the kink occurred as a result of trying to recapture the stent with the lockwire removed or the kink occurred as a result of getting caught in the elevator. The kink in the flexor caused an increase in force which caused the sheath tube flare to come out. The customer complaint was confirmed as the flexor was kinked. Prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-fc-10-11-8-b device of lot number c1250689 revealed no discrepancies that could have contributed to this complaint issue.

Event description:
The information received indicated that the stent could only be opened 4cm.